Manufacturer narrative:
A review of system data indicated no issue with the device that would have caused blisters or burns.

Event description:
Patient had burns and blisters after miradry treatment.